Event description:
Provider alleged 4 way valve is not shifting. Per independent repair center statement, the unit was alarming or red light -- confirmed. The key failure was the 4 way valve not shifting. Additional malfunction was the pilot valve leaking.